Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the patient implanted with this pacemaker experienced a syncopal episode and hit their face on a shelf. The local field representative contacted boston scientific technical services (ts) on behalf of a health care professional (hcp) and inquired how to assess battery status. The pacemaker had been implanted for 17 years, 9 months. Boston scientific technical services (ts) discussed using magnet rate and explained the magnet responses. No magnet rate was able to be obtained. The device was successfully explanted a replaced one day later. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Analysis noted that an initial interrogation with a programmer was attempted, however, could not communicate with the device. Pacing and sensing testing was unable to be performed due to low battery voltage, however, analysis noted that the device had long surpased estimated longevity. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.